Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by a ssu technician and the batteries were replaced. The device was tested to factory specifications and passed all tests. (B)(4).

Event description:
On (B)(6) 2013 at (B)(6) hospital, des moines, iowa reported that cardiohelp-I unit (B)(4) would not power up. Brief troubleshooting occurred over the phone, no resolution of problem. No patient involvement. (B)(4).